Manufacturer narrative:
Detailed analysis is being performed on this lead at this time. This report will be updated on the completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation noted that the complete lead was returned with body fluid in the lead lumen. There was an unknown purple handled stylet reading "16-85" returned stuck in the lumen, most likely due to blood/body fluid. There was noted electro-cautery damage, found at 495 mm from the terminal pin, near to the suture sleeve tie down locations (479 and 483 mm). The "j" shape of the lead tip is straightened out due to the stylet being stuck in the lead. The clinical observations of dislodgement could not be confirmed by analysis.

Event description:
Additional information became available that this lead also exhibited high capture thresholds prior to the dislodgement. Additionally the patient was feeling shortness of breath along with fatigue.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. As a result, it was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.